Event description:
It was reported that during pre-use checks, user had problems getting the cs300 intra-aortic balloon pump (iabp) unit to synch.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigations, investigation findings, investigation conclusion), h11. Corrected fields - h8. Biomed reported finding no problem found, after running a trainer and balloon on unit without issues. Unit is in use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ clinical code, investigation findings).

Event description:
N/a.